Event description:
Customer reported the volume remaining to be infused was 6 ml greater that what the pump module indicated. Stated at 8 am, the methotrexate in the burette matched the amount left to be infused on the pump module. At 2:30 pm, the amount in the burette was 6 ml greater than the remaining amount displayed on the pump. The rate had to be adjusted twice to correct the discrepancies in volume. There was no pt harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 03/12/2014. Internal file no: (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up reporter will be submitted with investigation results once the evaluation has been completed.